Event description:
Pt was being ventilated in simv mode. Pt being suctioned when machine shut down; pt unharmed. Med staff present and provided manual respiration along with spontaneous resp. Svc rep reported that insulation from cabinet had become dislodged and blocked. Cooling fan causing overheating.